Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The healthcare provider (hcp) reported that the reason for the call was to get MRI information. The caller indicated that the patient claimed the stimulator was not functional. The caller indicated that they thought based on the noted that the device  became non-functional sometime between (B)(6) 2021 and (B)(6) 2021 (date of call). Additional information was received from a patient representative the next day reporting that the patient's therapy stopped working for the patient about two years ago so they stopped charging the ins regularly and the ins was loosing charge quickly . The caller reported that the patient's ins was restarted for the first time about 1.5 years ago in new york by a manufacturer representative (rep). They then reported that the patient's ins was restarted a second time in (B)(6) 2020. The patient had an MRI ordered to check the area and the ins device. Friday the patient could not put the ins into MRI mode.  The doctor requested that the patient contact a rep to restart the ins. Patient services reviewed that the ins can be restarted 2 times, but would need to be replaced for the 3rd time. Patient services sent a message to the field to notify them of the reported event. Troubleshooting was unable to be performed. The patient was redirected to their healthcare provider (hcp) to address the issue.